Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib fault 78" and "defib fault 79" messages and did not charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.